Event description:
Additional information was received from a company representative (rep) indicated the patient reported the issue continued and wanted system explanted. The explant was completed on (B)(6) 2021.

Manufacturer narrative:
Continuation of d10: product ID: 8784, serial#: (B)(6), implanted: 2021 (B)(6), explanted: 2021 (B)(6), product type: catheter. Product ID: 8782, serial#: (B)(6), implanted: 2021 (B)(6), explanted: 2021 (B)(6). Product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 05-nov-2022, UDI#: (B)(4). The spinal segment of the catheter was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving fentanyl (2000 mcg/ml at 520.6 mcg/day) and bupivacaine (20 mg/ml at 5.206 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that over the last month or two he had been having increased pain and intermittent feelings of withdrawal symptoms (flu like symptoms) from his pump medication. During the withdrawal times, when giving himself a bolus, he would not feel the relief. Then he would have moments where he was getting great pain control and could feel his boluses. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. A catheter dye study was done on (B)(6) 2021 and showed catheter migration to t8 and they suspected catheter kinking. The patient was taken to surgery on (B)(6) 2021 for revision/replacement of the intrathecal catheter. During the surgery, they explored the catheter and didn¿t notice any confirmed kinks in the catheter that would cause the intermittent therapy; however, there was some slight memory to the catheter when they removed it distal to the anchor that in certain positions may have been causing the problem. There was also some slight catheter migration from t6 down to t8. The spinal segment of the catheter was explanted, and a new spinal segment was implanted. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
H3 ¿ analysis of catheter segment (B)(6) returned on 23-jul-2021 found ¿no significant anomaly ¿ acceptable catheter testing ¿ catheter incomplete/returned in segments¿. Analysis of the pump returned on 09-sep-2021 found ¿no anomaly¿. Analysis of catheter (B)(6) returned on 09-sep-2021 found ¿no significant anomaly ¿ catheter body ¿ dried drug, blood, or foreign material occlusion¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.